Event description:
Same case as MFR #: 2134265-2010-02474. It was reported that during a rotablation atherectomy procedure, a wire fracture occurred. The lesion being treated was located in the moderately tortuous and severely calcified 70-80% stenotic distal left main artery and the 95-99% stenotic proximal circumflex artery. The physician advanced the rotawire guide wire and 1.50mm rotalink burr to the lesion and completed five ablation runs at 150,000 rpms for six to ten seconds each pass. During the procedure the burr came into contact with the wire tip. During removal of the devices, the tip of the rotawire guide wire broke off in a small branch vessel off of the obtuse marginal. Vessel size < 0.7mm. The tip of the wire was not retrieved. Physician feels wire fragment is secure. Patient status reported as "stable / fine".

Manufacturer narrative:
(B) (4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device could not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B) (4).